Event description:
Olympus was informed that small lacerations and ¿rub marks¿ in colon were noticed over the past two weeks. The distal end seemed scratched. There was no further detail provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add¿l info regarding this report. The user facility reported that six patients who had undergone colonoscopy with the referenced device were noted with lacerations in the colon. The user facility claimed that the lacerations were microscopic. The user facility reported that none of the pts required intervention and no patients were at risk. The user facility reported that there seem to be a rough edge on the distal end of the referenced device. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user¿s report. There was no scratch or smear noted with the objective and light-guide lens. However, the objective lens glue was cracked and chipped, and the distal-end cover was noted with indentation which was attributed to mishandling. The bending section glue, bending section, nozzle, and the insertion tube were observed with no sharp edges. There were some discoloration found on the bending section glue and on the light-guide lens glue which was attributed to chemical damage. The referenced device passed the gauze pad evaluation. This report is being submitted as a medical device report in an abundance of caution.